Event description:
Ibc from patient stating that she is currently having problems with one of her cadd-legacy pumps sn #(B)(4). Pt states that the pump got damp0 and is now showing "error #1840". Unable to trouble-shoot error over the phone. Pt also states that she would like two more invision + connectors. No further questions for rph at this time. Confirmed with pt, current dose = 20nkm. Dosing wt 63kg, pump rat 60ml/24hr, using 2 vials of 1.5mg veletri with ns. Warm transferred pt to (B)(6), psr to set up courier for one cadd-legacy pump. Connectors and return box. No other information provided. Dose or amount: 20nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah.